Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of thrombosis and occlusion are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported this was a procedure to treat a moderately calcified, 75% stenosed anterior tibial artery. A 3x38mm esprit bioresorbable drug-eluting stent (des) was placed. However, roughly one month after the procedure, the stent had reoccluded and stent thrombosis was observed. No additional information provided.

Event description:
Subsequent to the initially filed MDR report, additional information received stating: it was reported the patient returned and underwent an additional procedure on (B)(6) 2026. The physician attempted to get through the occluded esprit. The plan was to balloon and then deploy a non-abbott coronary stent. Unfortunately, the physician was unable to get through the occlusion. Therefore, the procedure was discontinued. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of thrombosis and occlusion are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effects of coronary stenting procedures. A cine was received and reviewed by an abbott vascular clinical specialist. It was reported this was a procedure to treat the anterior tibial artery. A 3 x 38 mm esprit bioresorbable drug-eluting stent (des) was placed. However, roughly one month after the procedure, the stent had reoccluded and stent thrombosis was observed. The images provided show the vessel prior to esprit implantation, and after implantation at the time of the procedure then again one month later. Implantation was confirmed with ivus. The images confirm that the vessel is reoccluded. The cause of reocclusion is unknown. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2: correction outcomes attributed to ae other serious was removed. H6: correction health effect - impact code 4614 was removed.